Event description:
The customer called with symptoms of low blood glucose levels. The customer was incoherent and her speech was slurred. The customer was advised to drink orange juice. The customer's speech was very slow and eventually stopped. The paramedics were called to the customer's home. The customer later called stating that the local authorities have been conspiring against her, manipulating her insulin pump and glucose meter to cause her to become ill. The local police department was called to inform them of this customer's situation. The police department stated that they frequently speak with the customer and would send someone to her home for a possible mental health assessment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.